Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: apparently the unit has an opening on radius, crease fold and wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional additionally reported "any creases" and "any creases associated with hole".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.